Event description:
Boston scientific received information that this local representative contacted technical services to report that this device triggered elective replacement indicator (eri) in (B)(4) 2010. Currently, the device's monitoring voltage is 2.58 volts associated with a charge time of 24.3 seconds. Technical services recommended that this patient should be scheduled for device replacement. Subsequently, boston scientific received information from an implant form that this device was explanted due to eri associated with a long charge time.

Manufacturer narrative:
The device has not been returned to boston scientific's return products department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.